Manufacturer narrative:
Additional information was added to h4 and h6. B5 correction: it was clarified that three (3) large volume folfusors under infused during patient infusion. G4 correction: (B)(6) 2020 (previously (B)(6)2020). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The device was filled with 100mg of sandimmun and 240 ml of nacl 0,9% with a total fill volume of 240 ml. The expected time of infusion was 24 hours and the volume of remaining solution was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.